Manufacturer narrative:
Pr (B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305128 and lot number 3024960. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received material# : 305128 lot#: 3024960 it was reported by the customer that they have clogged needles and unable to inject to patient verbatim: rcc received a complaint via email. Email(s) attached. Compliant created 2nd customer: (B)(6). We have had complaints from 2 customers regarding the 305128 ¿ 30g x 1¿ hypo needles ¿ lot 3024960 some of the needles were clogged and not able to inject the patient. No stock left to send back for investigation. No injuries reported to patients. Additional info received on 20-feb-2024 ¿does both customers belong to same user facility? If different, please provide details ¿ no they are different facilities ¿what are the date of events for both customers? 2/1/2024 and 2/5/2024 ¿do both the customers have same batch numbers? - yes ¿was the product received in this condition? ¿ product is received in by cipm packaged into procedural kits. They are not used until in the field at customer facilities. ¿what is the full name and address of the facilities for where the issues occurred? (B)(6). Additional information received on 21-feb-2023 product was stored in a temperature controlled warehouse. ¿was this issue discovered before injecting to patient? Yes additional information received on 21-feb-2023 product was stored in a temperature controlled warehouse additional info received on 22-feb-2024 2/1/24 was west tennessee bone and joint 2/5/24 was precision spine and pain management.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material# :305128, lot#:3024960. It was reported by the customer that they have clogged needles and unable to inject to patient verbatim: rcc received a complaint via email. Email(s) attached. Compliant created 2nd customer: we have had complaints from 2 customers regarding the 305128 ¿ 30g x 1¿ hypo needles ¿ lot 3024960 some of the needles were clogged and not able to inject the patient. No stock left to send back for investigation. No injuries reported to patients. Additional info received on 20-feb-2024. Does both customers belong to same user facility? If different, please provide details, no they are different facilities what are the date of events for both customers? 2/1/2024 and 2/5/2024 do both the customers have same batch numbers? Yes. Was the product received in this condition? ¿ product is received in by cipm packaged into procedural kits. They are not used until in the field at customer facilities. What is the full name and address of the facilities for where the issues occurred? West tennessee bone and joint (B)(6). Precision spine and pain management (B)(6). Was this issue discovered before injecting to patient? Yes.